Event description:
A doctor informs that the ring marks are hard to confirm under radiographic guidance. The reporting doctor has many experiences of the use of broncheal cuff. He informs that it may be caused due to a new radiographic engineer, but it is the first case not to find these marks. Unfortunately, the sample was scrapped at the reporting hosp. The product was tested prior to use; (cuff check) reintubation was necessary. No pt harm or injury as a result of this defect.